Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the new battery was implanted as their therapy settings did not use contact 3 for stimulation. The cause of the high impedance was not determined. The only objective information available is pre-op impedances were in range and after disconnecting to old battery and connecting the new battery, contact 3 became out of range (above 40,000 ohms). The high impedance for contact 3 was not resolved and no further actions are planned to be taken.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension; product ID: 37603, implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3708660, serial/lot#: (B)(4), ubd: 12-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had out of range impedances on contact 3 during replacement. In pre-op, all impedances were in range. Contact 3 had an impedance of 944 ohms. When the new battery was placed in, contact 3 had over 40,000 ohms. All other impedances were in range. The extension was wiped down and examined. It was connected to the ins twice. Impedances were rerun each time it continued to display open circuit. They disconnected the new ins and connected the old ins and it still displayed an open circuit. The new ins was reconnected and the patient was closed. No symptoms were reported. No further complications were reported/anticipated.